Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not alarm. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 2 ml/hour. Total reservoir volume was 92 ml. Given was 34 ml. Air detector and upstream sensor were off. Length of infusion: 46 hours intended (17 hours received). Lock level: 2. A cstd was used to fill cassette. The pump was not used to prime the extension tubing and the method that was used way syringe. Patient was not medically affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.